Manufacturer narrative:
Visual inspection of the returned sheath indicated both handles detached from the tube. Tube hole punch marks were visible below the handle. Only one half of the tube was returned. After molding the sheaths are 100% visually inspected to verify the hole punches are not visible below the handle. During manufacturing, sheaths are monitored and random samples are visually inspected for defects, dimensionally inspected for length, and destructively tested for handle integrity. During packaging, sheaths are 100% visually inspected for defects, including the presence of hole punches that are visible below the handle. While there are several contributing root causes, the likely cause of the handles detaching is due to improper tube placement during molding. The occurrence rate is within the acceptable occurrence rate per greatbatch medical risk documentation. Corrective and preventive actions are detailed in a CAPA e.g. Procedural improvements to the inspection process.

Event description:
As reported: the facility was placing a pleurx in the peritoneum, and when they were using the peel away valved introducer, the sheath tube separated went into the patient's abdomen (right side) and had to be retrieved from the left side using a snare device to catch sheath and remove from new opening. Another tray had to be opened, and the catheter was placed. Reference carefusion's report: (B)(4).